Event description:
The customer reported via phone call that the insulin pump alarmed sensor and calibration error. The sensor was not damaged. Customer's blood glucose level was 75 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found the sensor broken near the sensor base. The broken part was missing and unable to confirm if customer received the sensor damaged because the customer returned the sensor opened/used.